Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer reported via phone call power error detected alarm and high blood glucose levels on the insulin pump. Customer¿s blood glucose level was 600 mg/dl on (B)(6) 2017 at 4:04 pm. Customer was unable to receive insulin through the insulin pump because of the power error detected alarm. Troubleshooting for power error detected alarm was performed. Customer was advised the internal power source was unable to charge. Customer was advised to disconnect from the insulin pump, wait for light to stop flashing, insert a new battery, clear the power error detected alarm, update the date and time and complete the reservoir and tubing process. Customer was advised to discontinue use of the device and revert to a backup plan. Customer was advised that the device would be replaced and agreed to return the product for analysis.

Manufacturer narrative:
Pump passed the functional testings including the self test, sleep current measurement, active current measurement, rewind test, prime/seating test, basic occlusion test, occlusion test, force sensor test and displacement test. Unit was received with normal operating currents and no unexpected low battery alarm noted. However, unexpected power loss alarm, replace battery alarm and power error confirmed in the long trace. Power loss alarm occurred after the pump error was cleared. Detail trace analysis confirmed the pump alarmed replace battery alarm and then alarmed pump error was triggered when backup battery loaded voltage (loaded vlith) was less than 3.5v for 4 consecutive hours due to connector resistance (j6 pcb 1). After disconnecting and reconnecting the internal battery connector at (B)(4). Pump was monitored and functioned properly. Unit was received with scratched case, minor scratched lcd window and cracked select button keypad overlay.